Event description:
No additional information was provided.

Manufacturer narrative:
(B)(4) - supplemental MDR - syringe needle connectivity issue. As neither a lot number nor a sample was available for this incident, a complete investigation could not be performed. Based on the limited investigation results, a cause for the reported incident could not be determined. Complaints received will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. E.1. Address was not located and il was used. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd syringe 1ml s/t w/ndl 27x1/2 rb had a syringe needle connectivity issue. The following information was provided by the initial reporter: material #309623 lot #unknown, rcc received a complaint via email. Notification only for xxx tw pr# (B)(4) ¿ needle bent/broken/damaged. Product: dosing needle. Bd syringe lot number(s): unknown bd part number: 309623. Takeda awareness date: 27may2025. Per report: patient reported needles coming off for 4 of her dosing needles in latest shipment received while she was dosing. No response received from reporter when follow up was made; therefore, no additional information was obtained. Status: notification only country of origin: sample / photo availability: no sample or photos were provided to ae: potential missed dose. Patient identifiers available? (I.e. Gender, weight, ethnicity, etc.): patient identifiers will not be available for any investigation request.